Event description:
Covidien received information stating that during patient use of the ht50 ventilator, the patient's wife noticed strange noises from the device. The device was replaced. There were no negative patient consequences reported.

Manufacturer narrative:
The device has been requested but not returned. (B)(4).